Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to infection. Additional information indicates that there is inflammation in the pocket area, but noticed pus coming from the wound near the xiphoid process and treatment was given. No additional adverse patient effects were reported. The s-ICD was explanted.